Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 in modified closed loop. The patient was driven to the hospital in the morning by an ambulance personnel after dexcom read 347 mg/dl while his real reading was 93 mg/dl. Relatives saw him pass out. He did not know if he was given medicine on the way to the hospital. He was given IV of sugar and ran tests blood work and CT scan in the hospital. He stayed in the hospital for one day. He was feeling fine during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.